Event description:
It was reported that a balloon burst occurred. An 8.0 x 40, 75cm mustang balloon was advanced for dilation. During arteriovenous fistula angioplasty, a balloon was used with air pressure within the normal range, and after reaching nominal pressure, the balloon burst. Afterwards, the procedure was completed using an athletis balloon catheter. No complications were reported, and the patient was in normal condition post-procedure. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. Also, the device was removed without any problem using the normal method.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that a balloon burst occurred. An 8.0 x 40, 75cm mustang balloon was advanced for dilation. During arteriovenous fistula angioplasty, a balloon was used with air pressure within the normal range, and after reaching nominal pressure, the balloon burst. Afterwards, the procedure was completed using an athletis balloon catheter. No complications were reported, and the patient was in normal condition post-procedure. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. Also, the device was removed without any problem using the normal method.

Event description:
It was reported that a balloon burst occurred. An 8.0 x 40, 75cm mustang balloon was advanced for dilation. During arteriovenous fistula angioplasty, a balloon was used with air pressure within the normal range, and after reaching nominal pressure, the balloon burst. Afterwards, the procedure was completed using an athletis balloon catheter. No complications were reported, and the patient was in normal condition post-procedure.